Event description:
Per clinical review: on (B)(6) 2021, the team experienced a problem with the heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the centrifugal pump stopped and manual cranking was done for approximately 10 minutes, until the centrifugal pump started again. There was no blood loss or delay and the procedure was completed successfully.

Manufacturer narrative:
Per data log review: on (B)(6) 2021 the centrifugal was started and stopped four times before the perfusion screen was opened. (B)(6) 2021 after the perfusion screen was opened: 12:19:37 arterial centrifugal pump was started and ran; 12:21:36 pressure alarm caused the arterial to stop as configured; 12:21:48 pump started; 12:29:58 low level alarm caused arterial to stop as configured; 12:29:05 pump started/stopped/started (multiple start/stop presses); 16:33:30 pump stopped with rpms (rotations per minute) at 2250 rpm (like local start/stop pressed twice); 16:33:01 pump started (local control); 16:35:56 pump stopped with rpms at 2100 rpm (like local start / stop pressed twice); 16:36:00 pump started; 16:36:53 speed reduced to 0 rpm stopping the pump (by design). The log does show the pump stopped several times. There is no indication of a problem that caused the pump to stop. During laboratory analysis, the product surveillance technician (pst) connected all components to lab use only (luo) testing equipment. The pst set the centrifugal pump to 1000 rpms and ran for 71 hours with no observation of the pump stopping.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. The service repair technician (srt) did not duplicate the reported complaint. The unit did not show any signs of the pump failure or bad communication from the central control unit (ccu) to the pump. The unit was verified and release tested. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr was able to verify that the pump had stopped through log analysis with no identification of the root cause. During his testing, he observed that the flow sensor readings were erratic. The drive motor, centrifugal control unit (ccu), and flow sensor were all replaced. The unit operated to the manufacturer's specifications. The identification information of the centrifugal motor was: part number: 164267, serial number: (B)(4), UDI: (B)(4). The identification information of the flow sensor was: part number: 6382, serial number: (B)(4), UDI: (B)(4). The suspect devices were returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal pump stopped. As mitigation, manual hand cranking was done for approximately 10 minutes, at which point the centrifugal started back up. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.